Event description:
It was reported that the patient experienced cardiac arrest during a pulsed field ablation (pfa) procedure. The procedure was stopped due to patient complications. Cardiopulmonary resuscitation (CPR) and echocardiography were performed. The patient outcome is not known. The physician concluded that the device or procedure did not cause or contribute to the patient's complication. No further information was available. The device is not expected to return as it was disposed. It was further reported and clarified that the patient had collapsed prior to the start of the pfa procedure. The patient symptoms were not known as the bsc representative was not allowed to enter until the pfa procedure had started. It was further reported in addition to CPR, extracorporeal membrane oxygenation (ECMO) was also performed. No further information is available regarding the sequence before or after the event. It was further reported that this scheduled pfa procedure was to treat af. No further information available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.